Event description:
It was found that the fetal heart rate monitor could not scan the patient's uterine contractions, and the equipment was shut down for inspection immediately after the failure occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).